Event description:
It was reported that the customer experienced a blood glucose (bg) level of 691 mg/dl, decreased respiratory rate, sepsis, vomiting, and a high level of ketones identified as dangerous by healthcare provider (hcp). Reportedly, hcp attempted to deliver a bolus with the tubing disconnected, and insulin was not observed to be exiting the cartridge. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, antibiotics, and azithromycin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however, reportedly, customer required oxygen permanently as a result of the decreased respiratory rate. Reportedly, customer reverted to manual injections until able to meet with hcp to discuss pump settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.